Manufacturer narrative:
Upon inspection of the returned analyzer, evidence of battery lekage/venting was observed. The analyzer however suffered no damage and functioned properly with no battery explosion or overheating during testing. It is known that improper insertion of batteries - in any device - may result in overheating, battery leakage, etc. Which is stated in the labeling of most battery manufacturers.

Event description:
The customer reported that after inserting batteries into their analyzer it "resulted in them exploding". There were no allegations of patient/user harm. There were no allegations of incorrect results.